Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the reported event (broken protector of insertion section) was likely due to physical stress such as hitting the device with a sharp object, applying bending stress around the protector, etc. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: operation manual - chapter 3 preparation and inspection. This supplemental report includes a correction to d4 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus a piece of rubber was missing from the subject device at the proximal end of the insertion tube. Additional information was requested, however the nurse did not know when the subject device was damaged and noted the subject device was used in a procedure two weeks before the missing piece was identified. Although the facility is unaware of any patient harm, this event is being reported as a serious injury since it is unknown when the piece of rubber broke off and may have been during a procedure. During the device evaluation, the subject device angulation became locked and cannot disengage which is a reportable malfunction.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation, it was determined that insertion tube boot was torn. Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had a crack; plastic distal end cover (c-cover) had a dent; light guide lens had cracks; light guide tube had a buckle; and the scope connector was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number (B)(4).